Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, patient contraindicating conditions and picking or touching the wound have been ruled out. However, the patient has been lifting and bending too soon post-op and the incision site was not irrigated with an antibiotic solution before closure which are contributing factors to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: excessive twisting or stretching as the patient did not rest like instructed for 4-6 weeks post-op (user error-patient). Surgical as the incision site was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported that their incision was draining and starting to open. Although an infection was not confirmed, antibiotics were prescribed as a precautionary measure. The patient visited wound care, the wound has started healing, and the incision is almost closed.